Manufacturer narrative:
(B)(4). Clear tip sheared at distal tip. Evaluation summary: the analysis results found that the device was returned out of its sterile package and no foreign matter was found. The tip of the introducer tube was received torn and missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a breast biopsy, when the packaging was opened, they noticed a piece of hair on the tissue marker. Changed markers and completed the case with no consequence to the patient.